Manufacturer narrative:
This report is based solely on lead return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; full lead in segments returned and analyzed.

Event description:
It was reported the atrial lead had high impedance and an apparent conductor fracture. The lead was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.